Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. The sleep current measurement = 32.1 ma not 0.0263 ma. There were no signs of moisture damage on the boards or on any parts inside the case. After swapping both pcb1 & pcb2 into another case and then swapping another pcb2 onto pcb1, the high sleep current measurement seems to be isolated to pcb1.

Event description:
The customer reported via phone call that the receive low or short battery lifetime. The customer¿s blood glucose level was 140 mg/dl troubleshooting was performed. The insulin pump will be returned for analysis.